Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: peeling off the coating and marking disappearance on the insertion section and the initial no image issue was confirmed. Other issues found were: there was image noise, the biopsy channel has leaks, the light guide lens has fluid invasion, the bending section has fluid invasion, the connecting tube is dented, wrinkled and scratched and the switch 1 has a cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope had no image on the screen. The issue occurred during preparation for use with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device and physical stress was applied to the insertion section during user handling and caused the coating to peel. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. Olympus will continue to monitor field performance for this device.